Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis and a break in aseptic technique in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, a break in aseptic technique occurred, further described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. On (B)(6) 2011, the patient began remedial therapy with loading a dose of vancomycin (1 gm, ip), fortum (1 gm, ip, once daily), amikacin (100 mg, ip, once daily) and heparin (1000 iu, ip, once daily). At the time of reporting, the outcome for the event of peritonitis was unknown and remedial therapy with fortum, amikacin and heparin was ongoing. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. The patient was still hospitalized. Dianeal therapy was ongoing. The reporter believed that the event of peritonitis was unrelated to dianeal therapy. The reporter did not comment on whether the event of break in aseptic technique was related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.